Event description:
Physician intended to use a trailblazer support catheter for an endovascular aneurysm repair (evar) procedure of the left internal iliac artery. Device IFU was followed. The physician was trying to access to the internal iliac artery using a non-medtronic 0.035" guidewire but the anatomy was tortuous so they inserted the trailblazer to gain extra support. However, the catheter snapped as it was being advanced. It is believed it snapped into two segments. The catheter segments were reported to be stuck on the guidewire. All segments were retrieved as the physician managed to pull the wire and the catheter out. The physician managed to gain access following this and continue the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation summary: approximately 80.5cm of the 90cm working length of the support catheter was received. Two kinks in the catheter were noted approximately 72.3cm and 73.5cm distal of the distal tip of the printed strain relief. Of the three radiopaque marker bands on the catheter only the proximal radiopaque marker band was returned. Approximately 9.5cm working length of the support catheter that includes the middle and distal radiopaque marker bands were not return. The separation face just distal of the proximal radiopaque marker band exhibits torsional twisting and stretching. If information is provided in the future, a supplemental report will be issued.